Manufacturer narrative:
E.1.: initial reporter address and phone number: (B)(6). The actual device or photo of the actual device were not available; however, two (2) retained samples were evaluated. The samples underwent visual inspection with the naked eye and both units were conforming. A push-pull test was performed on all junctions and no disconnections were noted. The samples were submitted to an air passage test and no blockages were found. A functional test was performed where the sets were loaded into an infusion pump and flow of liquid was observed throughout the set with no issues. After the infusion was completed, the weight of the measuring cylinder with the volume of the solution delivered was measured and found to be within specifications. An underwater leak test was performed and no leaks were identified. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked at the connection point (tubing to y-connector). This was observed at time of installing the pre-prepared bag during setup. There was no patient involvement. No additional information is available.